Manufacturer narrative:
The field service representative determined the hba1c application calculation was configured incorrectly and assisted the customer with verifying correct configuration of hba1c parameters and reviewed hba1c application parameters, calibration, control, instrument factors and special washes to insure instrument was correctly configured. Controls were run and within specification.

Event description:
User experienced issues with control recovery and low pt results for (B) (6). The user determined the calculation and instrument factor were configured incorrectly. The user corrected the calculation and instrument factor. They repeated 74 pt samples and found one pt with discrepant results. The initial result of either (B) (6)2009 or (B) (6)2009 gave an (B) (6) result of 6.4%. The sample was repeated twice, once on (B) (6)2009 giving 10.1% and again on (B) (6)2009 giving 5.9%. User stated he sent a letter to the physician informing them the samples may have had a 0.50 bias. The user is unable to provide info to determine if the pts were adversely affected.